Event description:
It was reported when using the tube pms plh 13x75 3.0 slbl lim ce there was clotting/micro clots/fibrin clots. This event occurred 10 times. The following information was provided by the initial reporter: translated to english. The customer stated: "during use 5 to 8% of the tubes collected are rejected due to clotting."

Manufacturer narrative:
H6: investigation summary: bd did not receive photos or samples for investigation. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Additionally, the correct concentration of heparin additive was dispensed in the correct quantities throughout the production run. Additional testing was performed using returned samples and retention samples from other reported complaints for the same reported issue: a recent study was conducted to investigate the customers reported issue of aspiration errors on the atellica system while using bd barricor tubes. To investigate the reported failure the following testing was performed: functional testing was conducted on barricor retention samples. Testing included blood drawn from subjects and bagged blood, no aspiration errors were observed. Functional testing was conducted on returned samples from the customer. During this testing blood was drawn from subjects and no aspiration errors were detected. In addition to the returned samples additional barricor retention samples were pulled and tested using fresh and bagged blood. Two retention samples had aspiration errors and were observed to have micro-clots potentially from the bagged blood. The analyte probe was clean after the run and no other aspiration errors were observed. Bd investigated a sample probe from the in-house atellica system and, a returned sample probe from the customer. Both probes were inspected using a microscope, and a materials analysis was conducted to determine whether any significant material accumulation might contribute to aspiration errors. Upon inspection, both probes appeared clean after the runs and, no correlation was observed between the probe particulates and aspiration errors. After extensive functional testing, analysis of an atellica internal sample probe, and analysis of the customer returned sample probe, bd was not able to replicate the reported failure or identify root cause. A review of the device history records for the lots in the study was conducted and, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the tube pms plh 13x75 3.0 slbl lim ce there was clotting/micro clots/fibrin clots. This event occurred 10 times. The following information was provided by the initial reporter: translated to english. The customer stated: "during use 5 to 8% of the tubes collected are rejected due to clotting."